Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.follow-up medwatch was initially submitted on time (06/30/2014). Due to FDA outage, medwatch was not completed. Per FDA request on 07/01/2014, medwatch is being resubmitted.

Event description:
Patient was revised to address multiple dislocations.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).